Manufacturer narrative:
The lead remains actively implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting complete loss of capture. An x-ray revealed the lead had dislodged. Therefore, a revision procedure was performed and the lead was successfully repositioned. No adverse patient effects were reported.